Event description:
The stent got lost from the balloon catheter. Repositioning into the introducer was not possible. Contra-lateral puncture with 11 fr. Introducer and catching with a snare was necessary.